Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was gradually and intermittently fading. The reporter stated that it was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/14/2014 with the following findings: the complaint of a dim and fading display was not duplicated during the investigation. The display functioned appropriately with no intermittent changes in contrast.